Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was not confirmed. It was observed that during the device inspection the distal tip ceramic had cracked. The most likely cause was component failure due to stress should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the inner sheath, for 26 fr. Outer sheath had a cracked ceramic distal tip. There was no patient involvement.